Event description:
A customer contacted beckman coulter inc (bci) reporting a fluid leak from the reagent carousel. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found crack in the reagent cartridge and cleaned the spill.